Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed bottom case is cracked, right case was cracked by upper screw hole. Left case broken inside. Customer?s reported issue was duplicated during occlusion test. The root cause of the reported issue was determined to be design related. A part was missing from plunger printed circuit board. Actions taken to mitigate the reported issue: replaced plunger printed circuit board. UDI information is unknown.

Event description:
It was reported that syringe plunger was not in place. No patient injury reported.